Event description:
It was reported to medtronic neurosurgery that the csf collection bag on the evd was being changed per procedure. According to the report, the patient¿s evd was clamped per procedure. Reportedly, there was difficulty in unscrewing the connection between the buritrol and the collection bag. The report stated that the connection snapped causing the collection bag to fall off and the buritrol system to need to be replaced which resulted in the patient¿s evd remaining clamped for 5-10 minutes. According to the report, the patient began to vomit and became unresponsive. Reportedly, the rn attempted to arouse the patient while waiting for the neurosurgery resident to come and reconnect the drainage system. The report stated that condition c (code critical) was initiated. According to the report, the neurosurgery resident arrived to the patient¿s bedside to reconnect the evd drainage system. Reportedly, the patient began to become arousable once the drain was unclamped by the doctor. The report stated that there was no lasting harm to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. The instructions for use that accompany the device state that ¿all connections should be finger tightened. Over tightening can cause cracks and leaks to occur. Leakage could result in complications such as patient infection, underdrainage or overdrainage, as well as user infection.¿ additional device/patient information: it was reported to medtronic neurosurgery that the patient had been discharged and there was no injury to the patient. (B)(4).